Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg placement was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.